Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump threshold suspend times out after two hours even if the blood glucose reading is still low. The customer reported that the paramedics were called and the blood glucose reading was 33 mg/dl. The paramedics did not take the customer to the hospital. The customer was treated with a hamburger by the roommate. The customer declined troubleshooting for low blood glucose.